Event description:
It was reported that during patient use,the ventilator suddenly generated an alarm and shut itself down. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury asociated with this event.

Manufacturer narrative:
(B)(4). The failure was confirmed. The original failure could not be duplicated due the system not booting. The control pcba was inserted into the test bed and caused the system to not boot. Noticed that the board is an old rev.a and factory service is currently using rev. F. The pcba felt warmer than normal after being removed from the test bed. The inductor (l19) could have malfunctioned causing the unit not to power cycle on or cause the system to stop operating. The error log review noted there were a few occasions where the system reported "no external power". The system could have been operating on battery. The error log does not indicate that there were any device alerts. The system would generate a device alert that would not clear.

Manufacturer narrative:
(B)(4).